Manufacturer narrative:
The event occurred sometime in 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a foreign body in the drip chamber of a solution administration set. This was observed during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. Visual inspection identified a brown particle in the plastic of the drip chamber but not directly in contact with the fluid path. The reported condition was verified. The cause of the condition was determined to be the material which is purchased from a third party. A notification was sent by email to the involved external supplier to ensure awareness. Should additional relevant information become available, a supplemental report will be submitted.